Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge broke in surgery during measurement. All pieces retrieved. No harm to patient. No delay in surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the depth gage to be fractured at the notch nearest the handle. The measuring portion of the gage was not returned. The etching is faded with discoloration on the handle. The handle is also sporadically scratched and scuffed. Additionally the device was sent for further analysis. Analysis found the depth gauge sample showed that crack suspected to have initiated due to bending overload and propagated to complete the fracture under tensile overload. Sheared ductile overload dimples identified in the non-smeared areas on the fracture near the crack initiation region. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.